Event description:
Voluntary medwatch received states that a patient presented to the emergency room for shock evaluation. Device review identified a stored ventricular episode during which anti-tachycardia pacing (atp) and shocks were delivered without terminating the rhythm; the rhythm later self-converted. During shock delivery, high defibrillation impedance was noted on the right ventricular (rv) lead, consistent with an open-circuit condition. Lead replacement was recommended; however, no intervention was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5184652. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.